Manufacturer narrative:
Pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No vibration anomaly noted. No moisture damage on motor noted. Pump received with minor scratched display window, cracked end cap, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels, moisture damage, blank display and beep anomaly on the insulin pump. Customer¿s blood glucose level was 40 mg/dl and they treated themselves via food. Customer was unable to troubleshoot the insulin pump because it was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.